Manufacturer narrative:
Lot number was not provided/known.

Event description:
The doctor indicated that the screw was not able to screw to the implant, screws were stripped out. While attempting to remove the screw from the implant it fractured. No delay or impact to the patient/implant was reported.

Manufacturer narrative:
A certain titanium hexed screw (iuniht) was returned. Visual inspection of the as received products identified that the titanium hexed screw had fractured horizontally across the threads. The screw showed signs of gouging around the hex and appeared to be stripped. The lot number was not provided therefore the DHR could not be reviewed. The event was confirmed for fracture and damaged drive feature through visual inspection of the as received product. No definitive root cause could be determined.